Manufacturer narrative:
Patient information was not provided. The lot number is unknown. Therefore, the expiration date is unknown. The lot number is unknown. Therefore, the manufacturing date is unknown. Sorin group (B)(4) manufactures the sorin bcd vanguard blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that air was found in the vanguard unit. The unit was replaced. Air again entered the second unit. There was no patient consequence due to this issue. A follow-up report will be forwarded when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that air was found in the vanguard unit. The unit was replaced. Air again entered the second unit. There was no patient consequence due to this issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin bcd vanguard blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that air was found in the vanguard unit. The unit was replaced. Air again entered the second unit. There was no patient consequence due to this issue. Laboratory testing at sorin group (B)(4) could not reproduce the problem. Sorin group (B)(4) stated that investigational testing may not always reproduce the issue since the valve has already been subjected to movement. However, the reported issue could result in a non-perfectly seated umbrella valve due to mechanical stress. An investigation has been opened to identify the most probable cause of this problem. The issue will be monitored for trends.